Event description:
It was reported approximately one week post implant that the right ventricular (rv) lead exhibited no capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.